Event description:
It was reported that the patient sought medical attention at the emergency room (B)(6) - dr. (B)(6) on (B)(6) 2026 with diabetic ketoacidosis. The patient¿ s blood glucose levels rose to 450 mg/dl while wearing the pod between 49 and 71 hours. The pod was reportedly leaking insulin. It was reported that the patient experienced an episode of vomiting and the patient¿s parent used a pen to manually administer insulin, this manual injection was reported to be ¿twice, even three times the normal amount¿ (exact amounts not provided). The patient was then tested for ketones, which reportedly measured high (exact value not provided) at which point the patient was taken to the emergency room. The patient was treated with intravenous fluids and an intravenous insulin drip. The patient was released the next day on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.